Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer¿s blood glucose level was 127 mg/dl. The customer reverted to an alternate method of insulin therapy.